Event description:
The customer reported to customer service that they replaced a power supply for one of their customers who bought her pump two months ago because the transformer melted at the base where it is plugged in. An injury was not reported.

Manufacturer narrative:
A replacement supply was sent to the customer. In follow up with the customer, he indicated that their customer went to use the power adapter and the transformer housing broke apart, when she went to take it out of the wall outlet, it fell apart in her hand. He was not sure if any melting was involved and no injury was sustained as a result of the issue. A breach in the transformer housing is a safety risk. Refer to eval summary, for details of the analysis/eval performed on the power supply. In summary, the product eval confirmed the customer's report that the transformer housing was broken apart but revealed no signs of melting. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing with denting in the middle. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.0 ohms, which is normal and indicates that the thermal fuse did not blow.